Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of the material that looked like a glue joint was not confirmed. Additional reportable malfunctions were identified during the device evaluation. A gap was found between the acoustic lens and ultrasound probe, along with the adhesive around the objective lens was cracked. Additional issues were identified during the device evaluation: watertightness was lost due to elevator channel parts loosening; due to wear of the forceps on the elevator lever, the up and down knob could not be locked securely; the t-nut was loose from the elevator channel; the scope body had a crack; the scope connector had a crack; and due to a crack on the scope connector, watertightness was lost. Due to damage to the ultrasonic probe, the number of missing elements exceeds the standard value. Due to damage to the acoustic lens, the displayed ultrasound image was defective. The acoustic lens was damaged; the objective lens and the light guide lens had scratches; the adhesive around the light guide lens had wear; the adhesive on the bending section cover had a discolored area; due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value; and the universal cord had buckling and was scratched. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Conclusion: 1st event: during reprocessing, something like an o-ring adhesive came out of the b wire. Based on the results of the legal manufacturer¿s investigation, the root cause could not be identified. The identity of the foreign material could not be identified, and the cause of the foreign material residue in the device could not be identified. 2nd event: gap between the acoustic lens and the ultrasound probe. Based on the results of the legal manufacturer¿s investigation, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing, something (a material that looked like a glue joint in the shape of an o-ring) had come out of the b-wire on the scope. The customer had included the material in a tube along with the scope when returning the device for repair. There were no reports of patient harm associated with this event.